Event description:
The complainant reported that the automated impella controller (aic) has a loose port were the catheter plug goes in. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. There was no evidence in logs for this complaint. While running a test pump, though there was no difficulties with the electrical connections, a placement signal not reliable alarm was received and aic logs showed a 1036 error. Real time logs confirmed raw optical sensor dropped to -3276.8 at this time. This is indicative that there was an air gap and the pump was noted to be a bit loose in the blue receptacle. The root cause of the reported issue was a defective optical connector that was loose resulting in optical placement signal issues during testing. E4 should have been left blank on the initial manufacturer device report number (B)(4) as it is unknown if the initial reporter also sent the report to the food and drug administration.